Event description:
On (B)(6) 2012, the nurse from the physician's office called stating the patient had come into the office that day due to pulsations in the chest. When the device was checked, high impedance was found; however, the diagnostic results were not provided. The physician decided to leave the device on despite the high impedance because the patient was still getting efficacy. It was said that x-rays would be taken; however, if taken, the x-rays have not been sent to the company for review. There was no trauma reported that could have contributed to the issue. It was clarified that the patient was not experiencing pain, but there was a noticeable pulsation or twitch at the chest when the device stimulates.

Manufacturer narrative:
Analysis of programming history. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received which noted that the patient's generator and lead were both replaced on (B)(6) 2013 due to a revision. Lead impedance was marked ok on the card. Per the hospital policy, the explanted devices cannot be released from their pathology lab for at least seven years, and will therefore not be returned. Attempts for additional information have been made; however, they have been unsuccessful. No additional information has been provided.